Event description:
Healthcare professional reported right side deflation. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: deflation.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed an opening on anterior assessed as surgical damage. Additional observations: no other observations observed on the device. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported right side deflation. Patient undergone capsulectomy. Device has been explanted.

Event description:
Device has been explanted.

Manufacturer narrative:
Additional data: b.5., d.9., h.3., h.6.